Manufacturer narrative:
In the case description, the user mentioned receiving 17 uncommanded boluses, at least two of which were greater than their max bolus setting. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files showed several deliver bolus commands were sent on the date of occurrence. The logs confirmed that a 12u bolus was delivered by the system, however the max bolus setting was observed to change before this bolus was delivered. The max bolus value was set to 29u and saved. The logs showed evidence of interaction in programming, confirming, and starting this 12u bolus as well as the 9u bolus reported. Inspection of the logs showed evidence of interaction with the controller in order to enter the bolus calculator screen, program each bolus, confirm each bolus, and start delivery of each bolus delivered on the date of occurrence. No evidence of an unprogrammed bolus was observed in the logs. Lot release records review is not required.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered 17 uncommanded delivery bolus for a total of 39.5 units of insulin.